Manufacturer narrative:
Suspect device was received on january 15, 2021: device evaluation completed on (B)(6) 2021: he product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 425cc returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Some breast ptosis is a normal component of the mature breast. Ptosis becomes undesirable when the breast parenchyma predominates below the areola, droops considerably below the inframammary fold and the nipple points downward. Augmentation alone, without consideration of the ptosis can produce a less than desirable cosmetic result known as a "rock in sock" deformity or an increased ptotic appearance. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent an unknown breast augmentation with a mentor memorygel 425cc silicone prosthesis experienced right sided rupture, breast mass, and bilateral ptosis post procedure. The MRI examination confirmed the issue. As a result, biopsy was done on the right side, bilateral mastopexy, bilateral capsulorrhaphy, and bilateral replacements as follow: right replaced with cat#: 3504251bc,sn#: (B)(4), and left replaced with cat#:3504251bc / sn#: (B)(4) on (B)(6) 2020. This report relates to the left prosthesis.